Manufacturer narrative:
One 2477-0007 sample was received without packaging for investigation. The sample was completely covered and full of coagulated blood. The customer reported that the affected sample was from lot 24026244 and that it was "faulty from the side port which cause blood to leak during filtering before being administered to the baby." Visual inspection of the sample confirmed the customer's experience where the y-site smartsite was ovalised in shape with the piston slightly opened. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24026244 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 2477-0007 product in the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set was leaking. The following information was provided by the initial reporter: bd alaris pump infusion blood set faulty from the side port which cause blood to leak during filtering before being administered to the baby. Additional information received from the customer: was patient or user harmed? If yes, please explain. No was additional medical intervention/medication required? If yes, please explain. No please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During priming please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Not clear was there an under infusion? No please confirm if the sample has been disinfected ¿ if so when and with what substance? Not disinfected please confirm if the component was accessed with a needle then reused? No.